Manufacturer narrative:
The device was received above elective replacement indicator (eri). Bench testing found the device to be normal. No anomalies were found. The reported field event of increased impedance and loss of capture was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, when connecting the left ventricular lead to the device, increased impedance and loss of capture were observed. The lead was disconnected and measured with the pacing system analyzer (psa) which resulted in normal, in-range, diagnostic measurements. The lead was reconnected to the device and loss of capture was observed. The device was replaced to resolve the event and the patient was in stable condition.